Event description:
Didn't injure myself [no adverse event]. Haven't been staying securely attached to the hand piece...brush head comes loose from the hand piece - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head was not staying securely attached to the oral-b toothbrush hand piece and while brushing their teeth, suddenly the oral-b toothbrush heads came loose from the oral-b toothbrush hand piece. No injury was reported. On 10-oct-2023, follow up via e-mail: the consumer reported that they did not injure themselves. No injury was reported. On 10-oct-2023, follow up via digital safety assessment survey: the consumer was 41-years-old. No injury was reported. On 15-nov-2023, case update: the suspect product lot was j2208. The concomitant product lot was 3db23030003. No injury was reported. On 04-dec-2023, product investigation results: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 3772 pro 3 3500. The concomitant product was confirmed to be oral-b power oral care refills crossaction eb50. No injury was reported.

Manufacturer narrative:
On 04-dec-2023, product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Didnt injure myself [no adverse event] . Haven¿t been staying securely attached to the hand piece...brush head comes loose from the hand piece - oral-b [device connection issue] . Case narrative: consumer via e-mail stated that the oral-b toothbrush head was not staying securely attached to the oral-b toothbrush hand piece and while brushing their teeth, suddenly the oral-b toothbrush heads came loose from the oral-b toothbrush hand piece. No injury was reported. 10-oct-2023 follow up via e-mail: the consumer reported that they did not injure themselves. No injury was reported. 10-oct-2023 follow up via digital safety assessment survey: the consumer was 41-years-old. No injury was reported.